Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error indicating the power supply test failed during self-test. The customer¿s blood glucose during the incident was 145 mg/dl. The customer stated they would rewind the device but about 5 minutes later the alarm would recur. Troubleshooting was performed. The customer was able to complete the insulin pump rewind during the call. However, they performed a self-test and the insulin pump did not pass. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification .insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump alarmed power supply test failed during self-test during self test due to internal battery not properly plugged in to  electrical board .